Manufacturer narrative:
The device was returned to olympus for evaluation. Upon checking the inside of each pipeline of the device, there was a scratch in the forceps channel, approximately 5 cm from the tip in the insertion/removal direction of the instrument. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, candida and intestinal bacteria were detected from the mouth of the forceps in a routine culture test. It was reported that the scope was reprocessed using the oer-4. There is no known issue with the reprocessing method conducted at the user facility. There were no reports of patient injury or infection associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on corrections to the device evaluation as details were inadvertently left out and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: bending section rubber glue chipped; bending section rubber glue whitish; insertion tube dent; insertion tube scratched; insertion tube boot scratched; switch button 1 scratched; switch button 4 worn; universal cord wrinkled; universal cord scratched; suction cylinder coating peeled off; light guide lens glue whitish; air/water cylinder coating peeled off; objective lens scratched; objective lens glue whitish; scope connector deformed; biopsy channel insertion failure. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding this event, refer to b5.

Event description:
There was no patient infection. The device was not used in a procedure after it tested positive. The device was stored in room temperature at the user facility after the event occurred. Additional reprocessing has been performed on the device. The start of the precleaning was not delayed after the procedure. The air/water channel was flushed with water and air using mh-948. The customer brushed the instrument channel, the suction channel, air/water/suction and biopsy valves. All channels were connected with tubes when the endoscope was set up with the automated endoscope reprocessor (aer). The disinfectant solution was not expired when being used and the disinfectant solution meet the minimum effective concentration. The water filter was replaced within the specified period. The rinse water treatment decontamination system was used without an observed abnormality. The customer dried the scope by wiping the scope with a clean towel/paper, using clean compressed air and by aer. The scope was stored inside a cabinet without a drying function. The sampling date was (B)(6) 2022, which had also been the date of the last reprocessing of the device.